Manufacturer narrative:
Based on the claim against the product by the customer noting image was flipped, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved after a while of removing instrument, undocking, docking and reseating endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the image was flipped. The issue was resolved after a while of removing instrument, undocking, docking and reseating the endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a gynecology hysterectomy benign procedure. The system was just docked and the instruments were put in when the issue occurred. The endoscope image was inverted. The endoscope was moving freely with uncontrolled motion. The controls on the surgeon side console (ssc) were correct. The issue was found with 30 degree endoscope. The endoscope was installed in the up orientation. The surgeon did confirm the desired orientation when installed was to be up. The endoscope was flipped and the image was still inverted. There was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base was still attached. No damage observed. The customer tried to rotate the endoscope and the image flipped and was still inverted. It remained to stay inverted no matter the self-corrections made. The surgeon did manually associate the right and left masters with the respective arms for intuitive motion. The issue was resolved by undocking, docking and reseating the endoscope. The same endoscope was used and was still in rotation with no further issues. There was no patient injury.